Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) leak/splash was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported this was a mitraclip to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted without issues. However, when the clip delivery system (cds) was inserted into the sgc hemostatic valve, air was observed in the sgc. This occurred multiple times; therefore, the sgc and cds were removed and replaced. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.